Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was exchange from textured to smooth breast implant, capsular contracture baker grade not provided and a rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: deformation device, creases fold, wear abrasion and weight to the spec. The unit is not ruptured. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product", capsular contracture baker grade not provided and a "rupture on an unknown side." This record is for the left side. Device has been explanted.